Event description:
The analyzer produced a total b-hcg result of 222 miu/ml on a neat pt sample. The same sample was repeated neat and gave a >1000 miu/ml result. The same sample was diluted and reanalyzed. The diluted result was 3500 miu/ml. There was no report of pt harm as a result of this occurrence.